Manufacturer narrative:
The issue was resolved after cleaning maintenance was performed and the waste nozzles were cleaned. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant na electrode results for one patient sample tested on a cobas pro ise analytical unit. The sample initially resulted in a na value of 149.4 mmol/l and it repeated as 140.5 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. Medwatch field e1. Email address was provided as (B)(6).